Manufacturer narrative:
Device 2 of 2. Common device name : dressing, wound, drug. (B)(6). Complainant country: spain. Health care center: hospital (B)(6). Health professional: reference wound nurse. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the nurse found black spots on the dressing which should not have been there. This was observed on two of the dressings in the market unit box that had been removed from the sterilized sachets. The rest of the three dressings had not been examined. The product was not used. Photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Aquacel ag+ extra 15x15cm (1x5pk) ster eur was manufactured under sap code: 1708334 and manufacturing lot number: 1j03800, manufactured on 06/30/2021. Lot: 1j03800 was sterilized under lot: 2163-1922a and released on review of results of sterilization provided by sterilization company steris. All results were within specification and products were released. A batch record review for lot: 1j03800 was completed and no discrepancies were identified. No nonconformity was identified during the manufacturing process of lot: 1j03800. This is the only complaint for the affected lot registered within database for this lot number. 2 photographs and the 2 original samples were received for this issue and have been evaluated in accordance with work instruction (wi). The photograph confirms the expected complaint issue, but not the batch and product. The original samples were requested for chemical analysis, but upon receipt were identified to be a different lot number from the one originally reported under complaint. The complaint samples received were of the same aquacel ag+ extra 15x15cm (1x5pk) ster eur product, but a different lot number: 2b02471. The lot number was questioned with complaints intake, and confirmed to be the correct dressings under complaint, stating that the 1j03800 batch number was present on the box in which the dressings were collected from the hospital making the complaint. The pattern of black spots on the complaint samples appeared to match that of the two photographs received, indicating that the original 1j03800 lot number reported under complaint may be incorrect. Further investigation was completed for the new batch identified (2b02471). Aquacel ag+ extra 15x15cm (1x5pk) ster eur was manufactured under sap code: 1708334 and manufacturing lot number: 2b02471, manufactured on 02/19/2022. Lot#: 2b02471 was sterilized under lot: 2163-2373a and released on review of results of sterilization provided by sterilization company steris. All results were within specification and products were released. A batch record review for lot: 2b02471 was completed and no discrepancies were found. No nonconformity was registered during the manufacturing process of lot: 2b02471. This is the only complaint for the affected lot registered within database. A non-conformance record was raised under a record and an investigation was opened to identify the composition of the black spots. Energy dispersive spectroscopy was used to perform elemental analysis of the black spots, confirming that the black spots consist of silver chloride which is expected within this ag product and has been darkened upon exposure to light. As the dressings are packed into opaque foil in the manufacturing process, it is not possible to see darkened areas to reject dressings prior to packaging and dispatch. The complaint confirmed the dressings were not used, although the increased silver content is not likely to be of harm to the patient. No health hazard evaluation is necessary for these dressings and the associated lot(s). Further investigation took place to identify root cause of the excess silver chloride in these dressings and to identify any remediation necessary to correct or prevent this complaint issue happening in future. However, no further findings were identified so the composition of the black spots is known, but the root cause of the black spots is not known. No further investigation findings can be added. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.